Event description:
It was reported that during the tha, when the surgeon was removing the trial insert from a trident shell, he noticed crack on the trial insert. The fragment was removed without any problems.

Manufacturer narrative:
Visual analysis confirmed that the trial was cracked on the rim. There were other small impaction marks on the locking mechanism of the insert. The marks and crack are consistent with malalignment during impaction and improper seating. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there were no other events for this lot. There were other events for this catalog number and family. The root cause presumed to be user related due to malalignment during impaction.